Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reservoir falls out of the compartment and cannot stay locked in. Customer's blood glucose was 247 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the keypad. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was relieved with a completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.